Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. The returned product revealed that was received, one open box that pertained to product code vcp345h. Upon the visual inspection of the received box, it was found that contained thirty-five foil packets instead of thirty-six foils. This product requires thirty-six packages per box. In addition, it was noted that the tab dispenser was removed from the box. As part of our quality process, the manufacturing records of this lot-batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that there was one package of product less than expected in the box during checking, not involved in any surgery. There should be thirty-six package of products in the box, but actually there were only thirty-five package of products. No additional information could be provided.